Event description:
It was reported that a malfunction occurred with the pump, indicated by malfunction code 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was informed of the need for pump replacement, and a replacement pump with serial number 1444032 was provided to ensure continued insulin delivery. The customer's shipping address was confirmed, and the replacement was delivered.